Manufacturer narrative:
The device history record was reviewed, and the device was functioning as intended at the time of initial release. A root cause and corrective action is not applicable because the reported device was not returned to the service center for investigation. We will continue to monitor reports and take action as applicable.

Event description:
The customer reported at approximately 1550h, the patient's gastrointestinal tube (gt) feed was initiated, rate set to 106 ml/hr. The patient was laying in their crib with hob elevated, both parents at bedside. Gt feed infusing without concern. At 1605h, gt feed had ran for 15min when the patient displayed signs of gagging. Staff paused gt feed briefly and resumed feed at a slower rate of 90 ml/hr. The patient was crying so the dad sat in a chair and pillows were placed to ensure the patient was upright. Feed was continued at a rate of 90 ml/hr. At 1645h, dad was still seated and stated the patient had "tried to vomit" twice but nothing came out. The staff brought the patient back to the crib and used little sucker to suction for a scant milk-colored fluid. Within a few minutes, the patient vomited a small amount of milk emesis. Staff suctioned emesis and paused the feed. At this time the kangaroo pump displayed that 72ml of feed had been infused. The patient then vomited again a moderate amount of milk emesis. The staff suctioned emesis. The dad brought forward concerns that he believed the kangaroo pump had infused faster than it should have. The patient then vomited a third time a small amount of milk emesis and the emesis was suctioned. Co-nurse ran water through the kangaroo pump to test rate of pump - rate found to be inaccurate on current pump. Kangaroo pump removed from room and replaced. The patient's dad tested the new pump and it was found to be accurate. The staff flushed gt tube with 2ml sterile water and clamped same for 10min, before venting to allow gas movement. The patient settled. Biomed findings: biomed did not find any faults and could not replicate the issue. Biomed did not receive the pump with the cassette.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.